Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. On the same day, the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection of reflin (250 mg, twice a day; route not reported), injection of tobramycin (40 mg three times a day; route not reported) and injection of vancomycin (1 gram once daily for 5 days; route not reported) for peritonitis. The outcome of the event was not reported. On an unreported date, the patient's catheter was removed. Additional information was not available.